Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the cgm was displaying 232 mg/dl when the patient collapsed and passed out. A family member called an ambulance. When emergency medical technician (emt) arrived, they checked the patient's bg and it was 32 mg/dl. It is unknown what the cgm was displaying during this time. They provided the patient a drink of "sugar water" twice while at the patient's home. And twice while in the ambulance. The patient was transported to the hospital and was also provided "sugar water" at the hospital. There was no information on additional treatment at the hospital. The patient was released from the hospital the next day (B)(6) 2023. At the time of the report, the patient felt fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.